Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient suffered severe and permanent bodily injuries, difficulty urinating, urinary incontinence, and vaginal bacterial infections. The patient also experienced physical pain and suffering. All other information is unknown and unavailable.